Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 382534. Batch #: 4152057. It was reported that the bd insyte autog bc pnk 20ga x 1.16in leaked beyond the septum. The following information was provided by the initial reporter verbatim: upon deploying safety needle retractor from IV catheter, the safety valve is failing. There should not be any blood flow from the catheter and I have experience blood splatter from the catheter hub. This has happened three times to me this week.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4152057. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.